Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the legal manufacturer's investigation, it was assumed that the indicated phenomenon occurred due to the power supply failure. The cause of the power failure could not be estimated. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported the visera elite xenon light source main lamp failed to light up automatically however, the spare lamp came on. The event occurred during preparation for use. The procedure was not delayed for more than 15 minutes. There was no patient involvement, no harm or user injury reported due to the event.

Manufacturer narrative:
The device was returned for investigation. Upon evaluation of the device, the reported event of main lamp failing to light up and spare lamp turning on was confirmed. The malfunction was caused by a poor power supply. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time, however, if additional information becomes available, this report will be supplemented accordingly.